Event description:
It was reported by the customer that during use on a patient, the cardiosave intra-aortic balloon pump's (iabp) backup battery was not detected. The device automatically shut down after unplugging the power supply but functioned normally once plugged back in. There was no injury or harm reported to the patient.

Manufacturer narrative:
Due to character limits - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was unable to reproduce the reported issue. The on-site test was normal, the charging function was normal, and the battery detection was normal. The alarm may be caused by insufficient battery power. It has passed all factory-specified safety and performance tests and is delivered to customers for clinical use.